Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary ==> product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: lin d, zhu f, chen p, lin c, chen b, zheng k, zheng s, lin f. Pre-sliding of the femoral neck system to prevent postoperative shortening of femoral neck fractures. Heliyon. 2024 apr 3;10(7):e29187. Doi: 10.1016/j.heliyon.2024.e29187. Pmid: 38601698; pmcid: pmc11004876. Objective/methods/study data : the purpose of this study is to evaluate the effect of pre-sliding of the femoral neck system (fns) in the prevention of postoperative femoral neck shortening in femoral neck fractures. Total of 90 patients were included in the study. Divide into two groups. No-pre-sliding (n=48). 30 men,18 women., with the mean age of 55.5 45.0,59.0) pre-sliding (n=42) .22 men,20 women. And these patients treated with femoral neck system (fns; depuy-synthes, switzerland) to fix fnf. At the 12-month follow-up. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes femoral neck system (fns) adverse event(s) and provided interventions possibly associated with unk - constructs: fns (qty 64 ) -seven cases of moderate shortening (>5, =10 mm) in no pre-sliding group. Intervention: not provided -fourteen cases of severe shortening (>10 mm) in no pre-sliding group. Intervention: not provided -two cases of moderate shortening (>5, =10 mm) in pre-sliding group. Intervention: not provided -three cases of severe shortening (>10 mm) in pre-sliding group. Intervention: not provided -seven incidence (7/24) of moderate shortening in displaced fnf. Intervention: not provided -fourteen incidence of severe shortening in displaced fnf. Intervention: not provided -five cases of delayed union. Intervention: not provided -six patient with femoral head collapse. Intervention: not provided -six had complications leading to arthroplasty. Intervention: not provided adverse event(s) and provided interventions possibly associated with unk - nail head elements: fns bolt (qty 2 ) -two patients with cut out. Intervention: not provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available.